Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jun-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that no defect was found. A field service engineer (fse) tested the biometric identifier, was unable to replicate any issue, and had the customer verify functionality multiple times, confirming no issues were found. The system functioned as intended when the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es had all user unable to login and biometric identifier was error. The customer stated that this malfunction caused a delay when the user was trying to issue medication to the patient, but the user managed to retrieve the medication from another station. However, there were no adverse events or injuries reported based on this event.